Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) information was received from a consumer regarding an external neurostimulator (ens). It was reported that the patient had their cord come put of their back. The patient was told to follow-up with the doctor.

Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID: neu_cable/snaplid, lot# serial# unknown, product type: screening device. Additional review determined code no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the leads didn¿t pull out of the consumer¿s back; the consumer got the grey test table caught on a door in their house which caused the snap lid to come part and broke some of the wires on the test cable. After this stimulation wouldn¿t turn on for about 10 hours until the rep. Was able to meet with them. In order to resolve the issue the rep. Met with the consumer and replaced the snap lid test table with a new one which allowed it to start working properly again and the issue being resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.